Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level of 428 mg/dl. Blood glucose level at the time of the call was 387 mg/dl which was treated with insulin pump. The customer also reported that they had a lost sensor alarm. Customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.